Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400; 14421-aw rev h 01/16; checking your blood glucose 7 / page 96. Warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
The mother reported that the patient was hospitalized. He had high ketones and that was throwing up a lot. The pdm read that his blood glucose was high (>500mg/dl) and she believes it stopped giving him insulin. The patient was diagnosed with high blood glucose and the mother stated that he was borderline dka (diabetic ketoacidosis). Treatment included an IV, insulin, medicine to make him stop vomiting (unsure of specifics), and doing blood work. The doctor's asked her to stop using the pdm. While admitted, the patient's blood glucose read 384mg/dl on the pdm compared to 332mg/dl on the hospital's meter; the mother's concern was that the pdm was not reading accurately. The pdm was reading high the night prior to the hospitalization while the customer was at a sleepover and the pod was not changed.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.